Event description:
It was reported that a patient underwent an unknown spinal procedure. During the procedure, the tip of the driver was broken. The broken tip was unable to be retrieved and remains in the patient. No further patient complications were reported.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. A review of the device history records for this device was not possible without additional device information.

Manufacturer narrative:
Analysis of the returned device shows that the hex 3.2 mm ball tip was broken at the start of the hex 3.5 mm ball tip feature. The broken part was not returned for analysis. The hex 3.2 mm tip is twisted in the bone screw untightening direction (corresponding to the bone screw removal). The twist and the breakage of the driver are consistent with overloading applied to the driver during the bone screw removal due to the bone screw stuck in hard bone.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.